Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va2cn86, ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the lead was implanted, CT imaging was performed to confirm implant at the target position and the condition in the brain. The CT imaging found that there was no problem so they were to implant the implantable neurostimulator (ins). After tunneling, passing the adapter, connecting to the lead, and after connecting to the ins, the resistance value of the connection had abnormal values of less than 500 ohms for the unipolar and around 150 ohms for the bipolar. The connection between the ins and the adapter, and the connection between the adapter and the lead were reconnected, but there was no improvement. A percept pc ins was used and the same event occurs when the connection part of the adapter was changed from 0-4 to 8-11. A new adapter was used and reconnected and measured, however, the same event occurs. A new ins was used, reconnected, and measured, however again, the same event oc curs. The clinician tablet was changed and measured, again the same event occurs. The abnormality of the resistance values was not resolved and the situation could have a therapeutic effect on the patient, so the system was implanted. After implant, the CT imaging was performed again immediately after implant, there was no evidence of something occurring in the brain and the patient was followed-up. It was unknown what factors may have led or contributed to the issue. No other actions/interventions were taken. The issue was not resolved at the time of the report. Additional information was received indicating that the day after the procedure, the impedance of some of the electrodes changed to normal. The single electrode of the 1st electrode was 1058 ohms, and the bipolar impedance value of the first entanglement was from 1120 to 1138 ohms. An additional report stated that there were changes in impedance 3 days after the procedure. The impedance value of each electrode was gradually becoming normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that normalization of the impedance of one electrode was confirmed, and three days later, normalization of the impedance of three electrodes was confirmed. It was stated that it was moving in the direction of a resolution.

Event description:
Additional information was received indicating no actions/interventions were planned, the patient was placed under observation. The cause of the issue was not determined. As of (B)(6) 2021, the impedance values were within normal range for all combinations. The patient was going to continue to be monitored but once the impedances were within normal range, the observation may discontinue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.